Manufacturer narrative:
Device alarmed failed battery test after battery insertion due to faulty battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or test for motor error alarm and check settings alarm due to failed battery test alarm. Motor passed motor test. Device had a bleeding lcd glass, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 528 mg/dl. Device was in rewind mode. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.